Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, a review of the pump¿s black box found call service 012 alarms in the pump¿s history. The pump was exercised for 24 hours with no alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.